Event description:
It was reported that, upon interrogation with the clinician programmer, the serial number of the patient's implantable neurostimulator printed out as "(B)(4)". It was suggested that a power on reset (por) condition had occurred. The device serial number was, then, entered manually. The information was stored in the device. No further intervention was performed. It was reported on 2011 (B)(6), that the patient had experienced a loss of therapeutic effect. The patient met with the physician "last week," after beginning to feel "ill." The patient was "doing really good" prior to this time. It was discovered, at this time, that the patient's neurostimulator was off. It was not known how the device was turned off. The device was, subsequently, providing therapy and the patient was "doing well." Additional information was requested but not available as of the date of this report. A follow-up report will be filed if additional information becomes available.

Manufacturer narrative:
Lead: model 435135, lot# nht015286n, implanted: 2011 (B)(6), explanted: na. Lead: model 435135, lot# nht015287n, implanted: 2011 (B)(6), explanted: na.

Event description:
Additional information received reported the neurostimulator showed hours used when interrogated. It was noted the patient was doing fine. It was unclear whether the device also had a power-on-reset condition. The manufacturer representative thought there might be an issue with the clinician programmer, though it was undetermined. Additional review found this event had also been reported under manufacturer report # 3007566237-2011-09060. Any additional information received will be reported under this manufacturer report number (3004209178-2011-09154).